Event description:
It was reported that the patient experienced adhesive issue with the infusion sets as the adhesive became loose and the infusion set began to fall off within five minutes of insertion on (B)(6) 2024.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.